Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that sometimes caused pacing inhibition. The programming changes were made. No patient consequences reported.